Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Oversensing was noted on stored egms (electrograms) and capture issues were also seen on stored gems as well as current egm. The rv lead remains in use. No patient complications have been reported as a result of this event.